Event description:
"Tool broke during case. No further information at this stage. The distal tip is missing" was reported by e-mail. On follow up it was reported that the tool broke when drilling endocranium. The missing tip of the tool could not be located. Post operative x-ray was taken and saline used during procedure was screened in attempt to locate the missing tool tip. The tool tip was not located. There was no patient impact as a result of the tool breakage.